Manufacturer narrative:
H4: the lot was manufactured from july 01, 2020 - july 06, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a trifurcated fluid transfer tube set broke at the spike port. The spike began to loosen and then the tubing snapped. This occurred during compounding prior to patient use. There was no patient involvement. No additional information is available.